Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection and erosion. A revision was performed and the crt-d along with the rv lead, right atrial (ra) lead and lv lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).